Event description:
A frazier suction catheter was utilized during a spine surgery. The suction was in close proximity to the anspach drill and made contact with the drill bit. The contact must have had a sharpening effect on the suction tip. When the suction was applied to the dura in what is described to me as a very gentle tapping motion, a small puncture/tear of the dura was noted. The tear was repaired intraoperatively and the procedure concluded uneventfully. No impact to the patient's recuperation to date.